Event description:
A user facility nurse reported that one hour into a treatment on a meridian hemodialysis machine, the pt experienced an anaphylactic type reaction. The symptoms included dizziness, weakness, and tongue thickening. The event occurred immediately following the administration of IV hectorol into the venous drip chamber. The pt was removed from the hemodialysis machine and emergency medical services were called. The pt was administered 50 mg of benadryl and 100 mg of solumedrol and transported to the emergency room (ER) via ambulance. The pt was evaluated in the ER and released. The pt has fully recovered and has been back to the facility for treatments without any complications.